Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged white power cable bend relief was confirmed via submitted image. The heartmate iii system controller (serial #: (B)(6), was not returned for analysis. The submitted log file spanned approximately 6 days (B)(6) 2021 ¿ (B)(6) 2021 per timestamp. There were not notable alarms in the log file. Pump operation was not affected. The submitted image of the damage to the white power cable strain relief confirmed the reported event. The root cause of the reported damage was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller serial#: (B)(6), was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and also contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's pocket controller white patient cable had a broken bend relief. The bend relief portion of the white cable detached. The log file review contained a few pulsatility index (pi) events and routine power source changes. There were no other abnormal alarms or events. The controller was exchanged. The patient was without complaints.